Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker had an infection with sepsis. The patient was treated with intravenous antibiotics. Reportedly, the patient had (B)(6) with a vegetation on the tricuspid valve. A revision was performed and the pacemaker was explanted. No additional adverse patient effects were reported.